Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was solid white. The customer¿s blood glucose level was unknown at the time of the incident. No report of insulin pump screen flashing when screen was turned on after being in sleep mode.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass. Unable to confirm missing segments or partial display due to blank display.